Manufacturer narrative:
The investigation is on-going at this time. Upon completion of the investigation, the final medwatch report will be filed.

Event description:
The medical team had a patient admitted in cardiogenic shock via the emergency department. The team placed an impella cp for hemodynamic support in the cardiac catheterization lab during coronary angioplasty procedure. The team then transferred the patient to the tertiary center for care escalation. The team placed ECMO for respiratory support. The patient began to experience signs of hemolysis. The plasma free hemoglobin level was elevated in a lab draw. The team changed the ECMO circuit, but found the hemolysis did not clear. The team explanted the impella as the presumed cause of the hemolysis. The pump had supported the patient for six days.

Manufacturer narrative:
Since the original medwatch report was filed, the investigation has completed. The complainant returned the pump for hemolysis testing and analysis, but not the data logs. The pump was evaluated and run through internal benchtop hemolysis testing. The pump passed the testing. As the pump passed the test, the root cause of the reported hemolysis could not be determined. The request for imaging and further medical history, inclusive of renal history, was not provided. The failure mode will be monitored and trended.